Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector n35-o packaging has degarded onto the sterile injector part. The following information was provided by the initial reporter: concern description: packaging from the bd phaseal optima injector has degraded onto the injector part -causing white paper sediment/particles to be on the sterile critical site of the injector.

Event description:
It was reported that the bd phaseal¿ optima injector n35-o packaging has degarded onto the sterile injector part. The following information was provided by the initial reporter: concern description: packaging from the bd phaseal optima injector has degraded onto the injector part -causing white paper sediment/particles to be on the sterile critical site of the injector.

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex b grid: b04, b14, b15, b17. Imdrf annex c grid: c23. Imdrf annex d grid: d11. Two photos received by our quality team for investigation. Upon visual evaluation, white particles are observed on the surface of the injector hub, therefore the incident is confirmed. A review of the device history was performed for lot 2203304, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Thirty samples from other phaseal optima products were used for further evaluation. The product was inspected and no particulates were observed in any of the injectors. Sterilization tests were performed and the results were within specifications. Additionally, the product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, if the containers are wiped with alcohol and depending on the force exerted on the container, particles appear as the force increases. If wiping was performed without using alcohol, these particles did not appear. We are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Manufacturer narrative:
H.6 investigation summary: no photos or physical samples that display the reported condition were available for investigation. A review of the device history was performed for lot 2203304, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Thirty samples from other phaseal optima products were used for further evaluation. The product was inspected and no particulates were observed in any of the injectors. Sterilization tests were performed and the results were within specifications. Additionally, the product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, if the containers are wiped with alcohol and depending on the force exerted on the container, particles appear as the force increases. If wiping was performed without using alcohol, these particles did not appear. We are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima injector n35-o packaging has degarded onto the sterile injector part. The following information was provided by the initial reporter: concern description: packaging from the bd phaseal optima injector has degraded onto the injector part -causing white paper sediment/particles to be on the sterile critical site of the injector.